Manufacturer narrative:
Device evaluated by manufacturer: the device was implanted and will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a vena cava treatment procedure, difficulty deploying the filter was encountered. Vascular access was obtained via the left femoral artery. The 12fr titanium greenfield vena cava filter was advanced and successfully deployed in the lower vena cava. Upon deployment two of the filter legs were stuck together. A unspecified diagnostic catheter was advanced to the filter location. The filter was "bumped" with the diagnostic catheter and the stuck filter legs were successfully deployed. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.